Manufacturer narrative:
Initially it was unknown if the device would be returning for evaluation. No product, pictures or videos were received for investigation. Therefore, the reported filter vent leak was not confirmed by investigation. A batch record review was performed to lot# 876125h, list# 142550489 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation with zero defects found. As a result no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
It is unknown if the device will be returning for evaluation. Concomitant medical products: cyclophosphamide, etoposide, cisplatin, and nacl 0.9% 250ml, MFR unknownextension set ln 2066828.

Event description:
The event involved a primary plumset that was reported to leak chemotherapy at the filter. The primary plumset was connected to an extension set and was infusing a three drug combination of cyclophosphamide, etoposide, cisplatin, and nacl 0.9% 250ml at a rate of 12.5ml/hr. After an unspecified amount of time, a leak was noted in the center where the circular tube connects to the disc of the filter at the back of the filter. The device was turned off, sequestered, decontaminated and the chemotherapy was remade for the patient. The tubing set was replaced and a leak was detected again shortly after the infusion started. There was no adverse event and no delay in critical therapy.